Event description:
Affiliate reported that the neurosurgeon zeroed the microsensor and implanted it. Approximately six hours later, the icp reading was "0". Dr changed the icp monitor and cable, and still receiving a reading of -40. Surgeon removed the microsensor and inserted another one.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.